Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was implanted with an impella rp flex due to acute right heart failure. The impella rp flex was placed successfully. During support, it was noted that the sterile sleeve was torn. Additionally, the patient was reported being heparin-induced thrombocytopenia (hit) positive. They started bicarbonate in the purge and no systemic anticoagulants. The patient as eventually weaned and explanted.

Manufacturer narrative:
The investigation of product damage (sleeve damage)and thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.